Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from a consumer regarding the patient. It was reported that the circumstances that led to the sudden buzzing in the legs was not determined and that the issue had been resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spi nal pain. It was reported that the felt a sudden ¿buzzing¿ in their legs a few days after implant. The patient clarified that the buzzing was a stimulation sensation. The patient was barely able to walk and as a result stopped using/charging the device. It was noted that the ins was implanted to treat pain in the low back. It was reported that the buzzing stopped after 3 days. The patient interrogated the ins at the time of the call and the ins showed ¿low¿ and the stimulation was off. The patient was able to start charging with excellent recharge quality. The patient was instructed to follow up with their hcp if they still feel stimulation in their legs after turning the stimulation back on. No further complications are anticipated.